Event description:
It was reported that the tip of the screwdriver shaft broke off in the head of a screw during screw insertion. The broken tip section was removed from the screw head and a new driver was loaded and the case resumed. There were no adverse consequences to the patient.

Manufacturer narrative:
It is not known at this time is the screwdriver will be returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination of a instrument at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Fracture analysis found evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. Additionally, no material defects or other abnormalities were observed in this analysis. A device history record (DHR) review identified no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. Review of the complaint trend analysis found no additional complaints reported. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.